Event description:
Refer to MDR #1219856-2006-00416 for previous information concerning this event. It was reported the md inserted the iab without a sheath. After the iab was in place at the aorta, the patient was moved back to the ICU. A short time later, the pump alarmed and blood was found in the line. The iab was removed and the md did not place another iab. In 2006, the patient expired. The death was not attributed to the iab. Due to the condition of the patient, the medical examiner did not feel it was necessary "to take this case."

Manufacturer narrative:
Evaluation: the proximal end of the catheter, approximately 27 cm from the bifurcation, was returned. A vacuum was pulled on the one-way valve and held. Due to the condition of this iab, a full evaluation could not be performed. A DHR re-review was conducted without findings. The root cause can not be determined with certainty and no specific conclusion can be drawn.